Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was missing segments. The pt last tested on the day of calling lfs at 9:30 a.m. The blood glucose result was "1?7" mg/dl. The pt visited his physician to have his blood glucose tested. The result on the physician's meter was 77 mg/dl. He drank juice while at the office and then retested and the result was 90 mg/dl. No further treatment was given to the pt. The issue was not resolved with troubleshooting.